Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, an air leak occurred. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. After the sheath was inserted into the left atrium, the mapping catheter was inserted into the sheath and removed during mapping. Negative pressure was then applied from the side port but it was noted that air was aspirated. The air was aspirated several times, but no resolution. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. Air intrusion into the patient has not been confirmed. No additional venipuncture or septal puncture was performed to replace the sheath.